Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 74895136, serial# (B)(4), product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the extension was visible near the scarve of the pace. There was an infection around infection. There was extension migration. The extension appeared. The outcome was resolved without sequelae. Interventions included repositioning. The patient put all extension inside the body. The event resulted in an urgent care visit. The event resulted in an unscheduled clinic or office visit. The patient reported that the skin was red and that they could see the extension. The place was washed and closed. The patient was given antibiotics. Later an examination checked the scarve and it was fine. The etiology was reported as possibly related to the device or therapy and not related to the implant procedure. The etiology was reported as related to the lead/extension tract. The patient went into urgent care because they felt something strange not far away from the stimulator on his skin and it felt warm and was red so they were given antibiotics specifically co-amoxi 1 g per day. The patient came back later to go to the or for a revision of the scarve and wash the place where they saw the extension and to close the skin and give the patient one more day of antibiotics. The patient went back 2 days later and the skin was calm and the scarve too. They did not check the infection in the blood.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was ongoing. Interventions included repositioning the extension on (B)(6) 2016. The extension was put deeply. The diagnostic method included an examination of the excision and the patient was given antibiotics. On (B)(6) 2016 the patient had come in again because fluid was coming out through a little hole the surgeon come and did an excision and gave him antibiotics and the patient came in to put more deeply the cable of extension in side.

Event description:
Additional information was received from the healthcare professional of the clinical study. Antibiotics were administered on (B)(6) 2016. On (B)(6) 2016, the extension going out was "put inside". On (B)(6) 2017, there was inflammation in the same place. Due to the inflammation, the entire system was explanted on (B)(6) 2017 and the device disposition was unknown. The event resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.